Event description:
Additional information was received that the device was resolved by reprogramming.

Event description:
During a remote follow-up, myopotential oversensing was detected on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable.